Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's cine hard drive and cine bridge circuit board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and displayed a cine error. The error was bypassable to continue to complete the boot process but the system no longer had cine capabilities. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.